Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause is attributed to environmental conditions during device storage. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and only one additional complaint for this lot number was identified.

Event description:
The account alleges that during a biventricular pacemaker/ implantable cardioverter defibrillator (biv-ICD) implant procedure, the vein selector tip became wedged and detached within the patient's right atrium. A vascular snare device was successfully used to remove the foreign body. Another device was used to complete the procedure for this patient. No additional patient consequences to report.

Manufacturer narrative:
The suspect medical device has returned for an evaluation. A follow-up report will be submitted once the evaluation is complete.